Event description:
It was reported the catheter was placed into the pt's right internal jugular. On (B)(6) 2012 while in the intensive care unit it was noticed the catheter migrated 10cm and the support wings were still attached to the pt's skin. As a result, the catheter was exchanged from the pt. There was a delay in treatment with no pt harm and no pt death or complications were reported.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.